Event description:
An olympus sales representative was advised by a hosp clinical manager that positive pt cultures were noted following bronchoscopy procedures. The sales rep recalled that the clinical manager mentioned that there were 20 pts affected; cultures were positive for various molds or pseudomonas species. To the best of the clinical manager's knowledge, there were no pt deaths but at least one pt was seriously ill.